Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The patient's aortic neck had an angulation between 60 to 90 degrees. It was reported the stent graft was positioned at the intended location and implanted; however, because of the aortic neck angulation the stent graft deployed rapidly and landed 5 mm below the level of the renal arteries. The decision was made to implant an aortic cuff. After the cuff was implanted there was a small type 3 endoleak between the bifurcated device and the aortic cuff (see MFR # 2953200-2008-0684). The decision was made to implant another aortic cuff between the bifurcated device and the first cuff; however, the cuff did not fully expand (see MFR# 2953200-2008-0685). The cuff was ballooned with a reliant balloon several times; however, the stent graft collapsed when the balloon was deflated. The endoleak had diminished, but it was not completely resolved. Over the ensuing weekend, the pt had a spontaneous ruptured spleen and expired. The physician reported this is a rare event and it is not device related. No additional info was received.

Manufacturer narrative:
Eval results: inherent risk of procedure (death). Patient's condition affected effectiveness of device (severely angulated aortic neck, ruptured spleen). Conclusion: device failure lack of effectiveness related to pt condition (severely angulated aortic neck, ruptured spleen). Other (required secondary intervention).